Event description:
According to the reporter, during a thoraco/wedge/segmental lung resection procedure, the first firing with the smaller stapler reload was successful but when they used the larger reload for the second firing. The surgeon started firing from the contralateral site of the first firing , however a strange sound was heard, the handle ran idle and could not fire the device. They replaced it with a new handle and the firing was completed with no problem. The status of the patient is alive with no injury.